Event description:
A malfunction on the pump was reported by the caller, who noted no significant events occurred prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. The malfunction displayed a code and was resettable, with technical support providing instructions to reset the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to report if any further issues arise.